Event description:
The reporter stated that one of the tines on the tip of the screwdriver that articulates with the snap off screws, broke off during a metatarsophalangeal fusion procedure. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.